Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon was unable to verify an awl probe with their navlock. In trouble-shooting, the medtronic representative recommended using a different navlock, to verify they have the correct toolcard added, that the tip is put into the navlock completely and correctly, that they are verifying with the instrument perpendicular to the divot, and to try to confirm what the value is for the distance-to-divot. The surgeon continued and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that returned tracker appears to be in good condition, but the side tabs are sticking when depressed, not allowing the tabs to fully release the inserted instrument. Otherwise, with markers attached and fully seated, the tracker returns good geometry and divot error.the reported event was confirmed to be caused by a mechanical failure mode due to the side tabs sticking.the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Correction to part numberlot # and mfg date now provided.a new tracker was sent to the site for issue resolution.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2015 a medtronic representative on-site to test the awl with the navlock, and noted the connection would slide a little bit. Also noted that the awl would intermittently not verify. On (B)(6) 2015 a medtronic representative, following-up at the site, reported the "arms" on the side of the navlock, which hold the probes/awls in place, are broken; they become stuck. When testing it, the awl was put in the tracker. The arms on the navlock would not completely seat around the awl causing it to move out of position slightly. When pushing the awl in and manually closing the tracker arms, then the broken tracker would verify. The awl verified fine without issue on the other trackers. Return requested for the navlock universal orange tracker. Site opted not to replace the device and the suspect tracker is not expected to be returned to manufacturer for analysis.